Event description:
The user facility reported that when the angio-seal device involved was attempted to be used, a kink was observed in the introducer sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was the right common femoral artery. It is unknown whether it was distal or proximal to the inguinal ligament. The vessel diameter was unknown. There was no patient injury/surgical intervention required. There was no equipment or other devices used with the above product.

Manufacturer narrative:
Patient identifier: requested, not provided, age & date of birth: requested, not provided, patient sex: requested, not provided, weight: requested, not provided , ethnicity: requested, not provided, race: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and was found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. All internal components were found to have been fully deployed as the clear stop indicator and tamper tube were found to have been completely deployed from the device. The anchor and collagen were not returned with the device and appeared to have been cut off. A kink was identified on the hemostasis sheath located at the blood inlet hole. The complaint was able to be confirmed for a kinked hemostasis sheath. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. The risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and has been sent to the new product development (npd) quality team.